Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) lcd screen went blank and unreadable for about 20 minutes of use, only hear clicking noises from the drive shaft motor. The customer swapped the platform with another battery but issue persisted. Another autopulse was use to treat the patient. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4)) lcd screen was blank and makes clicking sounds was confirmed during functional testing. The root cause of the reported complaint was due to a defective processor board, likely attributed to a defective component. Visual inspection of the returned autopulse platform revealed no physical damage. No archive data download can be achieved due to the platform failed to initialization (power-on-self-test). During functional testing, the autopulse platform failed the initialization (power-on-self-test), thus confirming the reported complaint. The autopulse platform does power on, but the lcd screen was blank. The root cause of the reported complaint was due to a defective processor board. To remedy the blank screen issue, the processor board was replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial (B)(4).